Event description:
A file separated in the canal during a procedure. Outcome of the event is not known as of this report, though it was recommended that the doctor fill the canal with the separated piece in place.